Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation cut into 2 pieces. Evaluation concluded that the break most likely resulted from the patient's effort to prematurely remove the catheter. The breakage did not occur as a result of any manufacturing processes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not pull the catheter hard. [The bladder/urethra may be injured.]" (B)(4).

Event description:
It was reported that the catheter was pulled on and broken by the patient. The catheter was placed on (B)(6) 2017. Fragments of the device remained in the patient's body, which was later confirmed and removed by a cystoscope. The device was used for urine drainage. The catheter was not replaced.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation cut into 2 pieces. Evaluation concluded that the break most likely resulted from the patient's effort to prematurely remove the catheter. The breakage did not occur as a result of any manufacturing processes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not pull the catheter hard. [The bladder/urethra may be injured.]" (B)(4).

Event description:
It was reported that the catheter was pulled on and broken by the patient. The catheter was placed on (B)(6) 2017. Fragments of the device remained in the patient's body, which was later confirmed and removed by a cystoscope. The device was used for urine drainage. The catheter was not replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was pulled on and broken by the patient. The catheter was placed on (B)(6) 2017. Fragments of the device remained in the patient's body, which was later confirmed and removed by a cystoscope. The device was used for urine drainage. The catheter was not replaced.